Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that nonreactive architect (B)(6) ag/ab combo results of 0.70 and 0.61 s/co were generated for a female patient on (B)(6) 2019. Two different strip methods produced reactive (B)(6) results. The patient previously tested architect (B)(6) ag/ab combo reactive on (B)(6) 2019 and (B)(6) 2019. No adverse impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity determined that there was normal complaint activity for the architect hiv ag/ab combo reagent, lot 96095li00. Tracking and trending report review did not identify any related trends. A retained reagent it of the architect hiv ag/ab reagent lot 96095li00 was tested in a sensitivity setup. The reagent kit results did not indicate that the sensitivity performance of the lot was negatively impacted. The impacted lot showed normal performance without false non-reactive results. Additionally, two seroconversion panels were tested, and the results were compared with historical results provided by the panel manufacturer. The results showed reagent lot 96095li00 detected the same bleeds as reactive for the seroconversion panels. Based on this data, the sensitivity performance for the impacted lot was not adversely affected. Manufacturing documentation was reviewed, and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customers issue. Based on the investigation, no systemic issue or deficiency was identified for the architect hiv ag/ab combo reagent.